Event description:
A (B)(6) male pt contacted zoll lifecor customer support service to report the monitor response buttons were unable to activate the device. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: eval of monitor (B)(4) has been completed. The reported problem has been confirmed. The cause of the response buttons not powering on the system was due to a defective front response button. The cause of the defective response button was a cracked conductor on the flex circuit tail. The root cause appears to be an assembly error. The flex circuit was inadvertently creased beneath the display enclosure. No adverse event resulted from the defective monitor. The pt received a replacement monitor.